Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the equipment it was discovered that the buttress compression nut and blade/screw guide sleeve were jammed up and fidgety. This issue was discovered outside of the operating room. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: august 31, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (buttress/compression nut), part number 03.037.016, lot number 9561969. The subject device was returned with the complaint condition stating that the buttress/compression nut (03.037.016, 9561969) and blade guide sleeve (03.037.017, 9604307) are included in the trochanteric fixation nail advanced system and are used to help with head element insertion. The returned nut was received absent of any damage which could have contributed to the complaint condition. A known working mating blade guide sleeve (03.037.017, 9554329) was used with the returned nut and it fully threaded onto the sleeve without difficulty, which proved that the nut did not contribute to the complaint condition and therefore its complaint condition was unconfirmed and no further investigation, including a drawing review, root cause analysis, and risk assessment is necessary. The returned sleeve was received with minor superficial damage, signs of a challenge when attempting to disassemble the construct, one of the color indicators was missing, and minor thread deformation was noticed, which could have contributed to the complaint condition, and therefore the complaint condition was confirmed. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned blade guide sleeve (03.037.017, 9604307) was manufactured on august 18, 2015 and drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the complaint description it is not possible to determine a definitive root cause. However sleeve thread damage can occur due to rough handling and unintentionally striking the sleeve during use. Once sleeve threading is deformed it will prevent nuts from mating with it, as described in the complaint condition. A known working mating blade guide sleeve (03.037.017, 9554329) was used with the returned nut and it fully threaded onto the sleeve without difficulty, which proved that the nut did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.